Event description:
Patient reported "implants rejected in a previous augmentation." This is for the right side device. The device remains implanted.

Manufacturer narrative:
The event of foreign body reaction is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implants rejected in a previous augmentation."